Manufacturer narrative:
Additional product codes include: kra; catheter, continuous flush. Dqe; catheter, oximeter, fiberoptic. Dqo; catheter, intravascular, diagnostic. As reported during use the swan ganz catheter balloon was able to inflate but they could not get it to deflate. They had to actually pull it back out which made it pop. There was no patient injury. The device is available for evaluation. The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported during use the swan ganz catheter balloon was able to inflate but they could not get it to deflate. They had to actually pull it back out which made it pop. There was no patient injury. The device is available for evaluation.

Manufacturer narrative:
One swan ganz catheter was returned for evaluation. Report of "couldn't get it to deflate" was unable to be confirmed. As received, the balloon was found to be ruptured and was inverted over the catheter tip. Latex edges appeared to match at the ruptured location. Balloon inflation lumen was patent without any leakage or occlusion. All through lumens were patent without any leakage or occlusion. No other visible damage was observed from catheter. The device history record review was performed and the product passed all manufacturing inspections without nonconformances associated to the reported malfunction. There are manufacturing controls to avoid potential causes related to the balloon burst or rupture malfunction that include balloon inspection of 100% of devices. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. Therefore a root cause could not be established.